Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event and physician information, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. E1: initial reporter phone: (B)(6).

Event description:
It was reported that system insufficient ice occurred. A visual-ice cryoablation system was selected for a cryoablation procedure. During the procedure, it was found that the device was not cooling properly and the manual deflation valve was also malfunctioning. The system was able to be used to complete the procedure with no patient complications. The system is still currently in operation, awaiting repair.